Event description:
It was reported that the lead was not implanted because the helix would not extend.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.